Event description:
It was reported that during follow-up, the right ventricular (rv) lead trend showed a slow; steady drop in impedance. Low impedance was measured in unipolar and bipolar and high threshold was noted. The patient was brought back for a revision the next, but the measurements were abruptly back to normal ranges. The rv lead was explanted and was replaced for a lead fracture. In addition, it was decided that the device also be explanted and replaced due to the varying differences in measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2010; 5076-58 implantable pacing lead (B)(6) 2010. (B)(4).